Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, his blood glucose level was over 300 mg/dl which they tried to treat with a correction bolus via the pump and if that did not work, the patient would inject via multiple daily injection. The infusion set had been used for one to two hours. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.